Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device analysis results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned the conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information available and the investigation conducted. Based on the event details, it is possible interactions of the stent with the lesions anatomical features, as well as interactions with other ancillary devices used during the procedure contributed to the reported stent damage which resulted in the reported discomfort. However, based on the complaint information available and the fact that no device or image from the procedure was received for review, it is not possible to establish with certainty what the cause of the reported complaint was.

Event description:
It was reported that a stent damage occurred requiring additional intervention. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.50 x 38mm synergy shield drug-eluting stent was advanced for treatment. After the stent was implanted, discomfort was experienced, rated as 8 on the pain scale, and lasted for approximately two minutes. The stent was slowly withdrawn using a guidewire and the discomfort then subsided. When the device was removed, burrs were observed. The procedure was completed with another of the same device, and no further patient complications were noted. The patient was stable post-procedure.